Manufacturer narrative:
Per the clinic, it was also reported that the patient was treated with antibiotics (specific type, date and duration not reported).

Event description:
Per the clinic, the patient experienced an episode of meningitis (date not reported). Additional information has been requested but has not been made available as of the date of this report.